Manufacturer narrative:
Additional information: as received, a partial lead was returned in one piece. Visual inspection found an external abrasion breaching the connector boot and outer insulation exposing the outer coil at the connector region. The cause of the reported events was due to the external insulation abrasion which is consistent with friction to the device can. The reported event of noise, impedance variations and insulation damage were confirmed.

Event description:
During a follow up, noise episodes and impedance variations were reported on the atrial lead. During the replacement procedure of the atrial lead, insulation damage was observed. Part of the lead with the insulation defect was cut off and the rest was capped and replaced. The patient was stable.